Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU operation manual includes the detection method in chapter 3 preparation and inspection. IFU operation manual warns that suctioning solid matter may cause clogging of suction channel and/or suction valve. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the distal end plastic had minor dents and the bending section rubber glue was chipped and lifted. The objective lens had minor chips and the control body had a cracked ceiling plate. It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera ii colonovideoscope could not be flushed correctly and had residual smell of stool. The issue was found during a diagnostic colonoscopy and it was completed with the same device. There was a delay of 15 minutes. It was noted that multiple small seeds came out of the channel during reprocessing. However, water could not be passed through easily. It was also noted that the channels could not be brushed easily. There were no reports of patient harm associated with this event.